Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. No fault was found with the device or the pad-pak during investigation. The investigation can only suggest that the reported complaint was due to situational factors (a pad-pak fitment issue or incorrect placement of pads or poorly adhered pads on the patient), as no fault was found. A clinical review was performed and noted that there is no recorded patient impedance during these events which suggests that the pads were not adhered to the patient. The device was retained by heartsine.

Event description:
The customer contacted heartsine to report that their device would not progress past apply pads. This may prevent or delay defibrillation which could result in adverse consequences. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device would not progress past apply pads. This may prevent or delay defibrillation which could result in adverse consequences. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section b1 adverse event/product problem: adverse event and product problem. Section b2 outcomes attributed to ae: death. Section b2 death date: (B)(6) 2023. Section b5 executive summary: updated to reference patient death. Section h1 type of reportable event: death. Section h1 event type: d. Section h clinical signs code grid: death.

Event description:
The customer contacted heartsine to report that their device would not progress past apply pads. This may prevent or delay defibrillation which could result in adverse consequences. The patient involved in the reported event is deceased.